Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)"), embedded device ("migration of essure device location of device: attached to left lateral pelvic wall") and device dislocation ("migration of essure device location of device: attached to left lateral pelvic wall") in a 40-year-old female patient who had essure (batch no. C03096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included leukemia from 1975 to 1980, vaginal itching, vaginitis and brain operation. Concurrent conditions included gerd since 1976, stroke since 2010, seizures since 2004, menorrhagia and paratubal cyst. Concomitant products included omeprazole (prilosec) since 1976 and phenytoin (dilantin) since 2005. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, embedded device, device dislocation, dyspareunia, dysmenorrhoea, allergy to metals and abdominal pain outcome was unknown and the fungal infection had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fungal infection, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded); on (B)(6) 2015: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received, reporters added, lot number added, product indication added. Events: dysmenorrhea (cramping), migration of essure device location of device, yeast infection, nickel allergy, perforation (uterus), abdominal pain were added. Concomitant and treatment and historical drugs added, concomitant and historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus)") and device dislocation ("migration of essure device location of device: attached to left lateral pelvic wall") in a 40-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included leukemia from 1975 to 1980, vaginal itching, vaginitis and brain operation. Concurrent conditions included gerd since 1976, stroke since 2010, seizures since 2004, menorrhagia and paratubal cyst. Concomitant products included omeprazole (prilosec) since 1976 and phenytoin (dilantin) since 2005. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). In 2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device dislocation, dyspareunia, dysmenorrhoea, allergy to metals and abdominal pain outcome was unknown and the urogenital infection fungal had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, urogenital infection fungal and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded); on (B)(6) 2015: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.